Event description:
According to the reporter, during a feline spay procedure, while suturing, the needle came off. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: a3, b5, g3, h6 correction: medtronic aware date is 06-feb-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a veterinary procedure, the needle came off the two sutures while suturing for both device.

Manufacturer narrative:
D10: concomitant product: 8886664151, 8886 6641-51 maxon 2-0 grn 75cm c14 (lot# d4h2306fy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.